Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle cap of the bd ultra-fine¿ insulin pen needle was damaged prior to use. No reports of serious injury or medical intervention noted. Consumer states; ¿the plastic cap that you remove when putting the pen needle onto the pen had a piece of plastic coming out of it, the outer cover is damaged.¿

Manufacturer narrative:
Investigation summary: customer returned one sealed/not used 4mm, 32g bd pen needle. Customer reported pen needle cap was damaged; it had a piece of plastic coming out of it. The returned pen needle was examined and it exhibited a broken outer cover. A lot history review for lot 7200601 cat no. 320122 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - broken outer cover. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure - foreign matter. Root cause cannot be determined at this time for fm as the issue is unconfirmed. Unable to determine root cause for broken outer cover.